Event description:
It was reported in (B)(6), 2013, that patient¿s implantable neurostimulator (ins) hasn¿t been working and that their therapy ¿is not working as expected for the past 3 months¿. The patient had contacted their clinic for reprogramming but was told to contact the manufacturer to arrange an appointment. It was then reported in (B)(6) 2014, that there was no stimulation sensation and therapy was not working. No simulation was felt the past few months prior. The patient charged the week prior to the report to full charge. There was a loss of therapeutic effect. There was a loss of therapy and the patient couldn¿t feel stimulation for the last 3 months prior. There were no accidents, traumas, or events. There were impedance readings of greater than 3,600 ohms on all electrode pairs. The manufacturer representative switched reference electrodes. They were doing a group measurement and results were normal impedances during the first measurements, then during the time of the report there were both greater than 3,600 ohm impedances and current was less than 0.065 milliamps. This indicated an open. Information regarding cause of impedance issue and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 377775, lot# v004860, implanted: 2006-(B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger. Product ID 377775, lot# v002824, implanted: 2006-(B)(6), product type lead. Product ID 748910, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 748910, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4).